Event description:
Initial information received from a company representative indicated that a surgeon stated that he had a patient who had a choroidal hemorrhage. It was reported that the surgeon felt fluidics did not work well with that sleeve. The surgeon was using a small ultra sleeve on a 2.85 mm incision. During a follow up, the nurse reporter and the surgeon have since stated to the following "we do not feel that any product used during the procedure contributed to this event". It was also informed that the patient recovered and there was no surgical or medical intervention required. Repeated follow up attempts have been made to obtain additional details from the reporter regarding the evens and product information, however, no new information and clarification has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).